Event description:
It was reported that before use, during a routine check, the cardiosave intra-aortic balloon pump (iabp) touch screen not working. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Additional information: e1(event site telephone:(B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) had touch screen not working. There was no patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that cardiosave touchscreen was not functioning correctly. Verified touch screen not to function. Replaced touchscreen ran and passed all performance and function tests. The defective components were received for further investigation. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0123 sn: (B)(6) touchscreen assy, 12.1¿¿ this part was received with a reported unit failure message of touchscreen not functioning correctly. Performed visual inspection of this part received and part looks to be in good condition. Installed the touchscreen assy, 12.1¿¿ into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department verified the failure message of touchscreen not functioning. Touchscreen assy, 12.1¿¿ failed testing. Retaining touchscreen assy, 12.1¿¿ in the fat dept, as per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) touch screen not working.